Event description:
Underdelivery reported. The pump was in home care use to infuse overnight 1000ml of procalamine total parenteral nutrition over 12 hours with a one hour ramp up and a one hour ramp down. The infusion was started by a home care nurse who initially flushed the pt's intravenous infusion access port. At start-up, the pump gave an occlusion alarm. The intravenous infusion ran freely when off the pump and the tubing was re-threaded into the pump. A second occlusion alarm sounded. The above scenario was repeated and the pump then seemed to deliver correctly. The nurse observed drops in the drip chamber and no further alarms sounded. The nurse stayed at the pt home for approximately 20 more minutes. When he left, the display indicated delivery of 7ml had occurred. At 6:30am the following morning, the pt's wife reported that the display indicated delivery of 950 ml, however, the intravenous infusion container was still full. She left the pump running, and "a few minutes later" the dispaly showed 960 ml infused but no delivery had occurred. No pump alarms sounded during the night. When the home care nurse arrived at the pt home, the display showed 998ml infused. The nurse reports that only approximately 100ml was actually gone from the container. The nurse reports that "the tubing was flattened as expected indicating correct contact with the infusion mechanism." The pt did not experience any adverse effects. His physician was contacted and orders rec'd to continue with the next total parenteral nutrition as scheduled. A new pump was obtained and no further problems were experienced. No additional info was available.